Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent a right medial lateral ligament repair on (B)(6) 2015. During the procedure, a screw was inserted into the patient. When the screwdriver was removed, the screw was attached to the driver. A second screw would not release from the driver. The surgeon had to drill additional holes and utilized sutures to complete the procedure. A delay of 15 minutes resulted. No further information has been provided.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris, patient anatomy or surgical technique; however, a conclusive determination could not be made.